Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported by the patient that they passed out and injured themselves. The patient indicated the information from their implantable pulse generator (ipg) was shared their clinic and was told there were no issues but the patient should come in and have something "tweaked". Patient believes they have experienced rate drops but clinic indicated this has not happened. Follow-up was attempted with the patient's clinic but this was not successful. The ipg remains in use and no information was available regarding any changes. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.